Event description:
A 58-year-old male patient with a history of gastroesophageal reflux disease received an impella cp device for management of acute myocardial infarction¿related cardiogenic shock. Prior to device placement, the patient was receiving two inotropic medications and mechanical ventilation, consistent with severe cardiogenic shock classified as stage e. Due to elevated lactate levels and worsening shock, veno arterial extracorporeal membrane oxygenation was initiated the following day. A computed tomography scan performed on the same day demonstrated possible abdominal colitis, pneumonia, and pleural effusion, which were assessed as unlikely related to the impella device. The next day, the patient was escalated to an impella 5.5 device and the impella cp was removed. Extracorporeal membrane oxygenation was discontinued after five days. Continuous renal replacement therapy was started on day nine. On day ten, the patient tested positive for clostridioides difficile colon infection and received one unit of packed red blood cells. Cbc normalized after prbc transfusion. On day fifteen, the patient underwent total colectomy for clostridioides difficile colitis and was initially stable postoperatively. The following day, the white blood cell count increased, indicating a possible infection. The field representative responded the issue of cdiff was resolved with vancomycin. On day eighteen, the patient developed pneumonia and an episode of hypotension that required increased inotropic support. After approximately one month of support, the patient developed oozing from the colectomy site and received three units of packed red blood cells. Cbc normalized after prbc transfusion. Over subsequent days, the patient¿s condition continued to decline, and the patient ultimately expired while on support on (B)(6) 2025. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d10 (concomitant). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. (Infection/major bleed/renal failure): the root cause of the injury was not determined due to insufficient clinical details. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem.